Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and treated with vancomycin injection (2gm, every 5th day, intravenous, discontinued) and ceftazidime injection (1gm, once daily, intravenous, discontinued) for the event. At the time of this report, the patient was discharged from the hospital; however, the patient outcome was unknown. On an unknown date, pd therapy was discontinued and the patient was transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient has recovered from peritonitis (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.